Event description:
Reporter stated the patient has experienced elevated blood glucose due to insulin leakage from the infusion sets. This has only occurred with this lot. The self-adhesive has been wet, and he believes the leak originated at the needle. The infusion sets were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. The headset meets product specifications. The received one headset was visually inspected and tests for flow and tightness were performed. All test results were within specifications.